Manufacturer narrative:
An event regarding wear and corrosion involving a metal head mated with an unknown accolade stem was reported. The event was confirmed by material analysis. Method & results: product evaluation and results: visual inspection of the returned device noted the following: visual inspection was performed as part of mar dated 29 april, 2019 and noted the following: the articulating and distal surfaces of the head are shown in figures 1 and 2, respectively. Damage was observed on the distal rim of the head, consistent with contact against the stem. The taper of the head is shown in figures 3 through 5, with damage being observed. This damage was likely from the interaction between the head taper and a hip stem trunnion. Adhered material figures 3 and 4 was observed on the femoral head distal taper. Material analysis of the returned device noted the following: damage and adhered material were observed on the femoral head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and a hip stem trunnion. The femoral head base alloy was consistent with astm f1537 alloy and the adhered debris was consistent with an oxide, a corrosion product, a hip stem base alloy and biological material. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised after patient complaint of inflammation and pain. Intra-operatively, surgeon reported the presence of fretting and corrosion. A 40 +4 cocr head was revised to a 36 +5 ceramic head and sleeve. The accolade I stem was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of inflammation and pain. Intra-operatively, surgeon reported the presence of fretting and corrosion. A 40 +4 cocr head was revised to a 36 +5 ceramic head and sleeve. The accolade I stem was not revised.